Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced three sensor failures during startup period, and she could not see sensor wire upon sensor removal. Sensor wire was not present on patch, not in the applicator or needle, and not on patient's body. Dexcom has requested data to investigate what happened.